Event description:
Literature was reviewed regarding inadvertent cannulation into the vein of marshall (vom). The authors described a patient who underwent the implant of a cardiac resynchronization therapy defibrillator (crt-d). During the placement of the left ventricular (lv) lead, dissection of the coronary sinus (cs) occurred as the three-dimensional catheter was advanced over an angled guidewire, which had inadvertently entered the vom. The implant procedure continued as the patient remained hemodynamically stable, and the cs dissection resolved spontaneously. The implant procedure was completed without any further complications.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: preventing inadvertent cannulation into the vein of marshall with a useful fluoroscopic landmark. Jacc case reports. 2026. Vol. 31, no. 17. 107628. Doi: 10.1016/j.jaccas.2026.107628 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.